Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty advancing the sheath through the patient¿s t ortuous/narrowed subclavian. The sheath visibly kinked once the dilator was removed. The physician tried to advance the right ventricular (rv) lead through the kinked sheath; however, when the lead was removed, the physician noticed visible damage to the rv coil. The lead was discarded, and a different lead was implanted successfully. No patient complications have been reported as a result of this event.